Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a urology procedure on (B)(6) 2014 and the mesh was implanted for stress urinary incontinence. The patient experienced bleeding in (B)(6) 2017 and this was when mesh protruded through to vagina. The patient is also experiencing pain in pelvic and back. No further information available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.